Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve slightly dislodged when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloon would not remain inflated. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The visual inspection showed that the black check valve was backed of the luer fitting. The balloon was inflated with 25 cc of air. The balloon inflated properly, but upon the removal of the syringe, the valve backed out of the luer fitting and the balloon deflated. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).